Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the 9597214 on the photos provided with the complaint, we can observe that the white luer was unglued. Checking the quality database revealed one non-conformity recorded during internal audit ia-000007: - iaf-000177 "shop floor instruction process isn't respected for yd100470". Work instruction sheet was updated on july 2024 and a resensitization of operator was performed when instruction changes when modifications have been implemented in the workshop. A similar case study was performed based on same item number rja108, same defect: white luer broken: 11 similar cases were found.

Event description:
According to the available information, during placement of percutaneous nephrostomy in the catheter equipped with a stylet, the plastic luer lock part was released leaving the metal part inside the nephrostomy catheter. No consequences for the patient but a new kit from another supplier was needed to be opened.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none regarding the (B)(4) . B3: estimated date.

Event description:
According to the available information, during placement of percutaneous nephrostomy in the catheter equipped with a stylet, the plastic luer lock part was released leaving the metal part inside the nephrostomy catheter. No consequences for the patient but a new kit from another supplier was needed to be opened.